Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by a loose mechanical screw, which resulted in excessive force being required to close the door. The mechanical screws were replaced.